Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that the device hardware was not detecting the loss of battery energy. Hence, the battery status indicators are not reflecting the depletion condition and are inaccurate. Furthermore, the device was malfunctioning and should be replaced then return for a detailed analysis. Additionally, this device was beeping. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.